Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their device not working as good for their urinary urgency and frequency has not yet been resolved. The steps taken to resolve these issues included a urinary residual and uti and bladder ultrasound/scan which were all normal. The patient would continue seeing someone as needed for their medication regimens, adjustments, or stimulator program adjustments. The patient also stated that they would see their healthcare professional (hcp) for pre-op for a battery swap if their hcp thinks it is time. The circumstance that led to the device not working as good remains unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was noted that the patient met with a healthcare professional (hcp) to get a battery check and since then, they noticed the device was not working as good for urinary urgency and frequency symptoms. It was noted the longevity checks showed 0-14 months left on the ins so they wanted to have the device replaced. It was noted the patient had not seen eri ¿ elective replacement indicator, but wanted to get it replaced now if the battery was depleting and caused their symptoms to worsen. It was reviewed with the patient that ins function does not worsen as ins battery depletes. The patient connected the patient programmer and did not see the ins battery low message or eri message. It was reported the hcp did not reprogram the device at the appointment. It was noted the patient had an appointment with an hcp next friday and would discuss their symptoms. Notes from the hcp ins check were reported; it was noted the device was stable, 0 electrode impairment otherwise remainder of electrodes were within normal limits, device was on program 4 consistently, amplitude was 1.10v, and the ins battery was assessed at 0-15 months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that the patient was going to come in to discuss battery exchange on (B)(6) 2017 for normal battery replacement. No further complications were reported or were expected.